Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the reported symptoms have resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
Related manufacturer reference number: 3006705815-2019-03736. It was reported that the patient experienced cerebrospinal fluid leakage (csf leak) during the trial procedure on (B)(6) 2019. Nothing was noted during the procedure. However, the patient later reported dizziness and headache. The physician believes there may have been a csf leak. As such, the leads were removed on (B)(6) 2019 to address the issue.